Manufacturer narrative:
Testing and investigation found corrosion in the battery compartment on the case, on the battery door and the middle printed circuit board of the device. This was due to leakage from the aa disposable batteries.this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported corrosion from the disposable batteries in the battery compartment of the device. The device was returned to the biomedical department for an unspecified reason. There was no reports of any patient involvement, adverse patient events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted in the battery compartment of the deice. No additional information was provided.